Event description:
Pt was hospitalized with hypoglycemia, and it is believed the infusion device "may have been faulty." The infusion device was downloaded using a software program, and it was noted that the basal rate was adjusted 4 mins before a 7 unit bolus was given at 4:11 a.m. On (B)(6) 2011. Pt reported, he did not deliver this bolus. A total of 16 boluses were programmed on 11/10/2011. The infusion device was requested for evaluation. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained with this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.